Event description:
Two patients with discrepant free t4 results. Patient 1, initial result 25.2 pmol/l. Same sample repeated using 3 different methods gave results of 17.8, 16.1, and 18.4 pmol/l. Patient 2, initial result 30.8 pmol/l. Same sample repeated using 3 different methods gave results of 26.7, 16.0, and 24.9 pmol/l. If additional information is received, appropriate notification will be provided.